Manufacturer narrative:
227568 evaluation statement: the reported event of an unspecified failure could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
The customer reported that the pump channel failed but provided no details of the failure. The rn took the pump out of service and obtained a new pump and started running fluids.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an unspecified failure could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was a patient involvement.

Event description:
The customer reported that the pump channel failed but provided no details of the failure. The rn took the pump out of service and obtained a new pump and started running fluids.